Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services to report that this patient's monitoring system detected a yellow alert (voltage was too low for projected remaining capacity). The patient has been scheduled for an in-clinic follow-up. Technical services discussed the issue and recommended immediate device replacement. The patient is scheduled for device replacement and the device will be returned to boston scientific for laboratory testing.

Manufacturer narrative:
Upon receipt, the device will undergo detailed analysis to determine root cause.